Event description:
It was reported that one day post implant, the atrial lead impedance measured greater than 3000 ohms. The pocket was re-opened and after properly tightening the pulse generator setscrew, lead impedance measurements were appropriate.

Manufacturer narrative:
No medwatch form was received.